Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >500 mg/dl (high) while wearing the pod between 24 and 36 hours. It was also reported that the adhesive was peeling up and that the cannula was no longer inserted. The pod was also leaking insulin. Symptoms reported include hyperglycemia, weakness and vomiting. The patient was treated with IV (intravenous) fluids and insulin drip. The patient was released three days later. The pod was worn when seeking medical attention.